Event description:
Reporter alleged the blood glucose device generated a temperature icon lockout on the meter and reporter was unable to use the device to test the glucose of a customer who had been in a car accident. It was reported treatment was delayed and reporter used customer's meter to test their glucose which resulted in a reading of 36 & 30 mg/dl. Reporter indicated transporting customer to the hospital where they were treated to elevate glucose, however, treatment type not provided. A request was made for the return of the suspect device and replacement product was sent.